Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a motor stall. The motor stall occurred during a procedure to create a new pocket because of skin erosion. The pump began ringing during the procedure and the motor stall was confirmed when the pump was interrogated. The pump was replaced during the procedure. It was reported there were no patient symptoms or injuries related to this event. The device system was used to deliver morphine and marcaina (bupivacaine). A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).